Event description:
The device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 implantable pacing lead, 6947-58 implantable tachy lead, (B)(6) 2009; 4195-88 implantable pacing lead, (B)(6) 2009. (B)(4).